Event description:
A report was received that a patient was scheduled to undergo a pocket revision procedure. The pocket was located at the patient's beltline and was causing discomfort. During the procedure, the physician relocated the pocket to the patient's buttocks. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.